Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline when attempted to issue medication. A technical support specialist (tss) remoted into the device and ran ncpa.cpl, which showed the drawer adapter was missing. Tss instructed the user to toggle the power switch behind the cabinet to restart the hardware. After power cycling, the application was relaunched and the user was able to log in and access the cabinet without any further issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer went offline when tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.